Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the physician assessed that the spinal cord stimulation lead had migrated. The patient underwent a revision procedure and has reportedly fully recovered.